Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator was in backup mode. The patient then presented to the clinic where the device was restored. The patient did not report any symptoms during the backup mode, and the patient was in stable condition.